Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Evaluation of the returned packaging confirmed the complaint. The outer pouch was sealed, the part is considered sterile and can function as intended without any risks. This event is most likely an isolated incident.

Event description:
It was reported a patient underwent an initial total knee arthroplasty on (B)(6) 2015. Prior to the start of the procedure, an an-sealed inner aluminum oxide pouch was found. The outer pouch was sealed and the surgeon decided to complete the procedure with the implant.